Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented remotely through merlin.net transmission, non-sustained rv oversensing alert episodes were observed. Review of episodes noted oversensing with inhibition of pacing. Oversensing was not reproducible in clinic with isometrics and pocket manipulations. Emi was suspected. However, oversensing and inhibition of pacing was reproducible with deep breaths. Patient reported feeling lightheadedness and harder breathing during long walks, especially in the heat. Device was reprogrammed and no further oversensing or inhibition of pacing episodes were noted. Patient was stable throughout the event and will continue to be monitored.